Manufacturer narrative:
The device history records for radiesse were not reviewed as the lot number was unk.

Event description:
This complaint was forwarded by merz asia pacific. Pt experienced vascular compression. Injection date (B)(6) 2013 or (B)(6) 2013. Injection dosage was 0.7cc in nasal dorsum via cannula. On (B)(6) 2013, pt experienced redness, pain and tearing. On (B)(6) 2013, pt developed necrosis and eye pain. On (B)(6) 2013, pt's status was reported as improving. Treatment was not specified.